Event description:
It was reported that the customer received a no delivery alarm and found that the cannula was bent. Troubleshooting was done. Advised customer to change infusion set. The customer also stated that the insulin pump would deliver a little bit of insulin and then alarmed no delivery. The customer changed her infusion set and reservoir. The customer received the same alarm again, rewound the insulin pump and everything was fine. Later on the customer received another no delivery alarm during a bolus. Troubleshooting could not be done because the alarm had already been resolved by a complete set change. The customer's blood glucose was 94 mg/dl. Advised custom to return the reservoir and infusion set for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.